Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving ketamine 2mg/ml, bupi vacaine 3mg/ml and fentanyl 300mcg/ml via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had an MRI on (B)(6) 2023. The logs reflect a motor stall occurred on that day and the critical alarm for a 48 hour stall occurred (B)(6) 2023. The caller stated the patient's pump logged recovery today when patient came into the office. The np (nurse practitioner) was conferenced on who was currently with patient. The np stated patient is experiencing 10/10 pain and has been for the past few weeks. The reporter does not know if it is related to the motor being stalled. The agent discussed checking for a volume discrepancy and explained telemetry mode. The np stated she is not sure if she will do a volume discrepancy test because she has many patients waiting. The np inquired about silencing vs programmer automatically clearing motor stall alarm. Additional information was received from the company representative who stated that they aspirated the reservoir. The healthcare provider expected 15.1ml and aspirated 15.1ml.